Event description:
Customer reported observing no diluent volume in wells a8 through a12 when performing the ot htlv I/ii elisa. No error message was generated by the instrument. An fse was dispatched and observed fluid spilled on the secondary rack at the plate seat location. Fse performed add'l tests to ensure the instrument's operation. Fse reworked and reseated the ribbon cable set in the plate scanner. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.